Manufacturer narrative:
Patient city: (B)(6). Patient country: puerto rico. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced issue with infusion set on (B)(6) 2026 as tape did not stick because adhesive was not enough sticky which led to infusion set detachment. The site of insertion was abdomen and infusion set was in use for one day.